Manufacturer narrative:
See the attached vendor evaluation.

Event description:
On (B)(6) 2023, it was reported by a facility representative via sems that an ar-6480 pump had less than adequate pressure. This was discovered during a procedure with no patient harm.